Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2009, the date the sling was implanted, as no event date was reported. Initial reporter name and address: this event was reported by the patient's legal representative. The implant surgeon is: dr. (B)(6). United states. Phone number: (B)(6). The revision surgeon is: dr. (B)(6). United states. (B)(6). United states. Phone number: (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted during a sub-urethral sling mesh placement (lynx), cystoscopy, anterior-posterior enterocele repair, elevate anterior, posterior and enterocele mesh, and sacrospinous ligament fixation procedure performed on (B)(6) 2009, for the treatment of stress urinary incontinence, cystocele, rectocele, and enterocele. The findings showed that the amount of crystalloid was 2000cc, and with operative findings of third-degree cystocele, second-degree cuff prolapse with enterocele, and second-degree rectocele. On (B)(6) 2018, the patient underwent the removal of the anterior vaginal mesh and sling. She had an anterior vaginal wall mesh and sling procedure in the past. The patient then developed voiding dysfunction, dyspareunia, and pelvic pain. Moreover, she was found to have an eroded mesh, an anterior vaginal wall, and an obstructive pattern on urodynamics. She understood and agreed to proceed with the plan. Intraoperative findings showed an eroded anterior vaginal wall mesh, a very tight mid-urethral sling, and a very inflamed anterior vaginal wall. During the procedure, following a successful induction of general anesthesia, she was prepped and draped in the usual fashion and placed in the lithotomy position. A foley catheter was placed. The lone star retractor was placed for exposure. An incision was outlined from the cuff circumscribing the eroded mesh in the anterior vaginal wall all the way to the proximal meatus. Sharp dissection was used to dissect the periurethral fascia in the mesh in the anterior vaginal wall from the vaginal epithelium anteriorly to the just proximal to the urethral meatus, laterally to the inferior pubic rami and arcus tendineus posteriorly passing the erosion side up to the most posterior aspect of the mesh. Once this was encountered, the superior aspect of the mesh was dissected sharply off the bladder completely then incised in the middle and then completely dissected as it inserted into the sacrospinous ligament. The area was dissected completely excised and sent both for pathological analysis. Of note, is that the mid and mesh was noted to be folded and not flap from the bladder and contributed to the erosion and all the inflammation that was noted in the area. The same procedure was performed on the left side of the patient with complete excision of the mesh as it inserted into the sacrospinous ligament. There were sharply removed and sent for pathological analysis. Copious antibiotic irrigation was done, and the bladder was then distended with 300 milliliters of water, no leaking occurred. Attention was then directed to the sling which was noted to be deep to the periurethral fascia. The periurethral fascia was inside, the sling was then identified and circumferentially dissected off the mid-urethra. The sling was noted to be quite tight. It was cut in the middle and then complete dissected as it inserted into the obturator internus muscle bilaterally. The area was cut and sent for pathological analysis. The urethra was inspected and noted to be intact. Copious antibiotic irrigation once again done. The vaginal epithelium was then closed using a 2-0 vicryl in a running fashion. A vaginal pack catheter and the foley catheter were left in place. The patient tolerated the procedure well and was returned to recovery room in good condition.

Manufacturer narrative:
Correction to block h6. Block b3 date of event: date of event was approximated to (B)(6) 2009, the date the sling was implanted, as no event date was reported. Block e1: this event was reported by the patient's legal representative. The implant surgeon is: dr. (B)(6). The revision surgeon is: dr. (B)(6). Block h6: patient codes e2330, e1311, and e2328 capture the reportable events of pain (pelvic pain), unspecified kidney or urinary problem (voiding dysfunction), and obstruction/occlusion (an obstructive pattern on urodynamic), respectively. Impact code f1903 capture the reportable event of device explantation (removal of anterior vaginal mesh, and removal of sling). Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted during a sub-urethral sling mesh placement (lynx), cystoscopy, anterior-posterior enterocele repair, elevate anterior, posterior and enterocele mesh, and sacrospinous ligament fixation procedure performed on (B)(6) 2009, for the treatment of stress urinary incontinence, cystocele, rectocele, and enterocele. The findings showed that the amount of crystalloid was 2000cc, and with operative findings of third-degree cystocele, second-degree cuff prolapse with enterocele, and second-degree rectocele. On (B)(6) 2018, the patient underwent the removal of the anterior vaginal mesh and sling. She had an anterior vaginal wall mesh and sling procedure in the past. The patient then developed voiding dysfunction, dyspareunia, and pelvic pain. Moreover, she was found to have an eroded mesh, an anterior vaginal wall, and an obstructive pattern on urodynamics. She understood and agreed to proceed with the plan. Intraoperative findings showed an eroded anterior vaginal wall mesh, a very tight mid-urethral sling, and a very inflamed anterior vaginal wall. During the procedure, following a successful induction of general anesthesia, she was prepped and draped in the usual fashion and placed in the lithotomy position. A foley catheter was placed. The lone star retractor was placed for exposure. An incision was outlined from the cuff circumscribing the eroded mesh in the anterior vaginal wall all the way to the proximal meatus. Sharp dissection was used to dissect the periurethral fascia in the mesh in the anterior vaginal wall from the vaginal epithelium anteriorly to the just proximal to the urethral meatus, laterally to the inferior pubic rami and arcus tendineus posteriorly passing the erosion side up to the most posterior aspect of the mesh. Once this was encountered, the superior aspect of the mesh was dissected sharply off the bladder completely then incised in the middle and then completely dissected as it inserted into the sacrospinous ligament. The area was dissected completely excised and sent both for pathological analysis. Of note, is that the mid and mesh was noted to be folded and not flap from the bladder and contributed to the erosion and all the inflammation that was noted in the area. The same procedure was performed on the left side of the patient with complete excision of the mesh as it inserted into the sacrospinous ligament. There were sharply removed and sent for pathological analysis. Copious antibiotic irrigation was done, and the bladder was then distended with 300 milliliters of water, no leaking occurred. Attention was then directed to the sling which was noted to be deep to the periurethral fascia. The periurethral fascia was inside, the sling was then identified and circumferentially dissected off the mid-urethra. The sling was noted to be quite tight. It was cut in the middle and then complete dissected as it inserted into the obturator internus muscle bilaterally. The area was cut and sent for pathological analysis. The urethra was inspected and noted to be intact. Copious antibiotic irrigation once again done. The vaginal epithelium was then closed using a 2-0 vicryl in a running fashion. A vaginal pack catheter and the foley catheter were left in place. The patient tolerated the procedure well and was returned to recovery room in good condition.